Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot php736, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? Did the needle pull off during the procedure? Did the needle fall into the patient? Were x-rays taken? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture popped off while the surgeon was closing fascia. It is unknown how the case was completed. There were no patient consequences reported. Additional information has been requested.